Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation and the issue began about a week or a week and a half ago. Patient stated they couldn't get their stimulation to work right and sometimes their stimulation would quit on its own. Patient also noted when they would try to put their foot in their pants to get dressed the stimulation would jump and do things by its own and it seemed to trigger their hip for some reason. Patient would be on group c and their stimulation would jump from 1 to 4. During the call agent walked patient through checking their stimulation settings. Patient was on program 1 at 4.6. Patient was able to lower settings to 3.4. Agent reviewed groups and programs information. Patient was also able to adjust groups a and b. Agent redirected patient to their healthcare provider to meet with a medtronic representative if the issue persisted. Patient also mentioned when they first got the implant '10 to 15' years ago they also had this trouble at that time and met with a representative who reprogrammed them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.